Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed an eri message. The message was cleared but the measured battery data was 2.40 v, 9 ua, 25.7 kohms with a magnet rate of 79.2 ppm. When the device was programmed to a base rate of 60 ppm in vvi mode, the measured data readings were still beyond eri. The device was subsequently replaced.